Event description:
It was reported that the 9800 system displayed a charger failed error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified that water may have damaged the power control board. Replaced the power control board, the filament driver board and the backplane board. Completed a filament calibration. The system was tested and found to be working as intended and placed back into service.